Event description:
It was reported that during the coronary artery bypass graft procedure, the instrument was locked out immediately. Another like device was used to completed. There was no patient consequence.